Event description:
The generator and lead were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date.

Event description:
The implant card reported the reason for replacement was due to lead discontinuity.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported the reason for replacement on the implant card incorrectly.

Event description:
Analysis of the generator and lead was completed. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Note that since a small portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. There is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the high impedance. During the visual analysis, abraded openings were observed on the inner silicone tubing 1 near the end of the electrode bifurcation. Quadfilar coil 1 appeared to be broken approximately 10 mm and 12 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on quadfilar coil 1 coil break and identified the area as having extensive pitting which prevented identification of the coil fracture type and residual material. Scanning electron microscopy (sem) was performed on quadfilar coil 1 coil break and identified the area on two of the coil strands as being mechanically damaged which prevented identification of the coil fracture type, no pitting and residual material. The remaining quadfilar coil strands were identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. During the visual analysis of the returned 60 mm portion an abraded opening and broken coil was observed on inner silicone tubing 2 near the end of the electrode bifurcation. Scanning electron microscopy was performed on quadfilar coil 2 coil breaks and identified the areas as being mechanically damaged and pitted which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be white deposits were observed in various locations; the deposits were identified as containing silicon, phosphorus, sodium and calcium with the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
No additional information was provided from the physician. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported that the patient's generator was replaced on (B)(6) 2012. However, the patient had generator and lead replacement surgery on (B)(6) 2012, which was also reported. The correct generator and lead replacement surgery date is (B)(6) 2012. In addition, the initial report did not include that no additional information was provided by the physician.

Event description:
It was reported that high impedance was observed during diagnostic tests on (B)(6) 2012. X-rays were reportedly taken of the patient's vns system, but they were not sent to the manufacturer for review. The results of the x-rays were reportedly inconclusive. There is no known head or neck trauma according to the physician's office. The patient's explanted generator was implanted on (B)(6) 2010. It was later reported that the patient had generator and lead replacement surgery on (B)(6) 2012. The generator was replaced prophylactically, and the lead was replaced due to high impedance. Attempts for additional information have been unsuccessful to date. The implant card was received which confirmed the date of implant as (B)(6) 2012 and the reason for replacement was reported to be due to high impedance. The lead impedance following revision surgery was reportedly okay. Product return of the explanted generator and lead is expected, but the products have not been received by the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.